Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp). Hcp reported that on (B)(6) 2024, the pt was seen in the clinic for an office visit. There, the manufacturer representative (rep) performed an interrogation and reprogramming on the scs device. Hcp was not made aware of the specific changes that were made by the rep during the visit.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported the device has been malfunctioning for quite some time now and they haven't been able to use the device properly. Patient stated when they lay down in his back the stimulation starts stimulating high and turns itself up and he is getting overstimulation since few months ago. Patient stated they have an appointment tomorrow and like to know if a rep could meet them at the appt. Agent asked clarifying questions and patient said they have adaptive stim and they turned adaptive stim off. Agent reviewed reps role and recommend patient consult with hcp ofc for next step. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported there was no device issue, the patient could not recreate the issue nor had they been using their ins. The representative reprogrammed the patient and provided adaptive stim on (B)(6) 2024. The issue was resolved.